Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer found the screen was black due to main drawer full height 2 having no lights, indicating that the l board was not functioning, replaced the board, after which the unit became fully operational. The customer tested the unit and confirmed that it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline. The customer tried to reboot the station and confirmed that the network and power cable were securely connected the customer stated that they managed to get the medication from another pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.